Event description:
Pt reporting pump issue. Spoke with pt who stated the run button is not working. Last infusion was on friday and she was able to use gravity infusion so did not miss any dose. She and hhrn changed batteries and restated pump several times but nothing worked. Device serial number: (B)(6). Advised her we will send new pump. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.